Event description:
Same case as: 6000089-2007-01279. It was reported that post a coronary drug eluting stenting treatment procedure, acute myocardial infarction (ami) and congestive heart failure occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. The patient presented with unstable angina. The physician identified an occlusion in the mid lad involving the second and third diagonals. A 3x8 mm bare metal stent (unknown manufacturer) was placed in the third diagonal. A 3.00x20mm and a 2.50x8 mm taxus express2 drug eluting stent were placed in the lad and second diagonal. The diagonal was in a bifurcation and a crush technique was used. Post dilatation was performed (unknown size and manufacturer). Good angiographic results were seen. Medication prescribed: clopidogrel, asa, 2b3a- inhibitor, and enoxaparin. Twenty three months later, the pt presented with st-elevation anterior wall, stent thrombosis was suspected. Pre hosp, thrombolysis performed (unknown medication and doses). After arriving at the hosp, no st elevation and no occlusion was found during angiography. The patient was treated for post ami and congestive heart failure. Patient to take clopidogrel for the rest of his life. No additional patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications.